Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The health care provider reported that the pump was filled on (B)(6) 2012. The patient had called the hcp the day prior to the date of the report and told the hcp he didn't "feel right" and the pump was alarming. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: logs showed the pump had been stalling since april. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly and corrosion. There were multiple motor stalls and recoveries in the logs. The pump passed all non-destructive lab testing. After doing destructive analysis, residue on the upper shaft of gear 1 was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.